Event description:
It was reported that a patient experienced a break in aseptic technique further described as not cleaning the area prior to starting peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized the following day for the reported event. The treatment for the peritonitis included injection of teicoplanin (400 mg , frequency not reported) and injection of netilmicin (50 mg, frequency not reported) intraperitoneally (ip) in alternative bags. The patient¿s condition was stable and they were continuing taking the same antibiotics. The patient was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a follow up medwatch will be submitted.